Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodule, firm and tender is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of skin irritation and pain: "contra-indications: juvéderm® volbella® with lidocaine must not be used in areas presenting cutaneous inflammatory and/ or infectious processes (acne, herpes, etc.). Juvéderm® volbella® with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to : inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/ or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane or infraorbital area may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the tear troughs. About 3 years later, the patient had another injection with juvéderm¿ refine¿ in tear troughs. About 3 months later, the patient developed a nodule at left infra orbital area which is firm and tender. The patient also had flare up of rosacea due to newly initiated topical retinol plus radio frequency treatment just before the symptoms developed. Patient treated with prednisone and hyaluronidase about a week later. The patient's symptoms were 90% resolved and patient is still taking prednisone.